Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of sensing. The lead was capped and replaced on (B)(6) 2004. No adverse events occurred to the patient.